Manufacturer narrative:
The patient¿s age was reported as greater than 70 years old. Patient¿s weight was not provided. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that while supporting a patient, the centrimag blood pump made noise and produced the error ¿reseat the blood pump.¿ the perfusionist did so and the error resolved, but the noise did not resolve with repositioning the pump. The patient had in hospital cardiac arrest and was placed on the extracorporeal circulatory support pump on (B)(6) 2019. It was reported that the abbott product was functioning as anticipated except for the noise. No further information was provided as the implanting facility cited hippa concerns when asked for specific data on the case.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned blood pump, lot number l05787-la6, confirmed findings consistent with the report of a pump not inserted alarm and noisy pump operation. Visual inspection of the returned blood pump revealed the presence of small, white particles within the device. Closer inspection revealed that the blades of the rotor impeller showed evidence of wear. In addition, an impression was noted next to one of the grooves on the circumference of the pump housing, which indicates that the pump was not properly inserted within the motor receptacle and the groove was not properly located in front of the locking screw of the motor when the pump was locked in place. Scratches were also observed on the pump housing, which is consistent with the rotor impeller making contact with the pump housing to result in abrasion of the blades and presence of white particles within the pump. The evaluation findings of the returned device are consistent with the pump not being properly inserted within the motor receptacle, which would have resulted in the reported m3 (pump not inserted) alarm. The improper installation of the pump within the motor would have caused an imbalance of the pump rotor and resulting contact with the pump housing. The contact between the rotor impeller and pump housing would have resulted in the reported noisy pump operation. After the blood pump was properly inserted within a test centrimag motor, the pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. No abnormal pump noises were observed during testing, even at the highest speed setting. The centrimag blood pump IFU cautions the user to ensure the pump is properly locked into the motor. Both the centrimag blood pump IFU and centrimag motor IFU provide instructions on how to mount the pump on the motor and state that the pump must be fully seated into the receptacle to function properly. The 2nd generation centrimag system operating manual describes all primary console alarms and alerts (including m3 - pump not inserted) as well as the system status and appropriate operator response associated with each alarm/alert condition. No further information was provided. The manufacturer is closing the file on this event.